Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The pt had previously had a lasik procedure performed. The surgeon reported the pt was able to read, so there was no plan for a secondary surgical procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough information was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional information was requested on (B)(4) 2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).